Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 600 mg/dl. Customer's blood glucose value was 426 mg/dl at the time of the incident and current blood glucose is 323 mg/dl. The customer also report the blood glucose was 78 mg/dl. The customer was treated with intravenous drip insulin and saline. The customer did not provide details regarding symptoms of their high blood glucose episodes. The customer also report that there was tiny air bubbles were present along the tubing length. The customer performed high pressure test and test result was on. The insulin pump will not be returned for analysis.